Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator would not boot up. The ventilator was in clinical use at the time of the event. There was no report of patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 30nov2018. Philip's field service engineer (fse) tested the device. The power switch was replaced. When the ventilator was powered up again, the screen was black and the unit was alarming. The user interface (ui) printed circuit board assembly (pcba) was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.